Manufacturer narrative:
No devices/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that pre-operatively during the select patient/acquire scans task of an electrode an lead placement procedure, upon taking the scout images the system would not expose. The clinical specialist (cs) on site then tried exposing in 3d mode and it would not expose. The cs tried re-docking system, and a system re-boot without success. The surgeon then decided to abort navigation and the imaging spin and go to CT. Technical services (ts) had the cs power down the system and unplug the system from the power outlet and disconnect the umbilical for 20 seconds, then power up the mobile viewing system (mvs) and image acquisition system (ias) without the umbilical connected and then reconnect after it was fully booted. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.